Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, device history record, drawing, manufacturer¿s instruction, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used mpis-401-10.0-sc-nt-u-sst outer catheter of the introducer set was returned in two separate segments. The proximal segment measured 3cm in length from the hub. The distal segment was 6.6cm in length. There was biomatter on the device, but no further damage was noted. The inner catheter was not returned. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown healthcare professional. PMA/510(k) number: k171275. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a catheterization procedure via the right jugular vein, involving a patient of unknown age and gender, the introducer included in a micropuncture transitionless stiffened cannula access set separated in the patient. The device was used to place an unknown 0.035 inch wire guide. The separation occurred as the introducer was pulled out over the wire for sheath introduction. The access site was normal, and normal resistance was felt during insertion. The physician was able to remove the separated distal portion of the device with a snare. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.